Event description:
I have notices about a year ago that my machine did not report the results accurately. I tried to update my machine with the newest model but I was not allowed to do it directly with alere. It would have been very prohibitive for me to purchase it on my own hence I was left with the device that I was not using. I feel that the problem that is being addressed with this action is directly related to it.